Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer has significant scar tissue. The customer's blood glucose level was in the 400's (mg/dl) and it was addressed with a correction bolus via the pump. The clinical diabetes specialist stated that the customer had ketones; however, the customer stated that they do not test for ketones "in these circumstances". Reportedly, the customer changed the supplies and no further occlusion alarms were noted.